Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated a rotor study was done in fluoroscopy which yielded normal results. It was noted the rotor rotated 60 degrees in one minute. A side port catheter study was unable to be performed as the side port was underneath the patient¿s rib and was unable to be accessed. The cause of the volume discrepancy had not been determined. Regarding actions taken, it was reported at two pump refill visits the entirety of the 20mls were withdrawn. The patient remained stable on oral baclofen. The family elected to have the pump removed. The patient¿s weight was (B)(6)kilograms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2,000.0 mcg/ml of baclofen at 779.2 mcg/day via an implantable pump for intractable spasticity. It was reported a volume discrepancy occurred. The actual reservoir volume (arv) was 20 ml and the expected reservoir volume was 5 ml. It was reported this occurred on the day of the day of the report, (B)(6) 2019, and the hcp got back all of the volume they had put in the pump on (B)(6) 2019. The arv was 10 ml and the erv was 5 ml at the previous refill on (B)(6) 2019. It was indicated the july 16th refill was the first refill with the device. Volume discrepancy considerations were reviewed. It was reported the patient was complicated but has been "still tight." The patient was on oral medications. The patient was "different in the am" but gets better as the day goes on with oral medications. No further complications were reported or anticipated.